Event description:
The pt was diagnosed with encephalic vascular accident of the left hemisphere. An arteriography of neck blood vessels was made through right femoral puncture with seldinger technique. A 5fr sheath was introduced, then a 5fr scbr catheter. The arteriography was made without difficulty, however, upon retrieving the catheter, it was noted the tip had separated. A radioscopy of the femoral area was made, and the catheter tip could not be seen in the puncture area. After an ecodoppler was performed, femoral artery occlusion was noted by the catheter distal tip. The pt did not have any other syntomatology.